Manufacturer narrative:
The device was evaluated by olympus. The device evaluation found a faulty cable, which had caused no image. In addition, the coupler mount and coupler were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative returned a demo hd autoclavable camera head to the olympus service center. The representative did not report a malfunction with the device. Upon inspection of the returned unit, the device did not display an image as a result of a faulty cable unit. There were no reports of patient injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.